Event description:
It was reported that device provided inaccurate pr readings. Customer reported that the device displayed a pulse rate at 70. Spo2 reading was fine. Newborn returned to nicu and is fine. The same pr frequency displayed on the mpm monitor in nicu (philips with set technology) with a new sensor on the same patient. It was reported that a change of sensor has not changed the pr displayed during the event. The rad 8 and sensor has been isolated. It was reported that abnormally low values were displayed while device was on low siq. One physician did auscultate the newborn but did not detect anything wrong. In the morning, while the displayed pr was still low (and that low pr alarm threshold had been lowered to stop the alarm), a new nurse auscultated the neonate and could not check the pulse rate as it was too high. Nurse decided to monitor the neonate with EKG. The hr was 290 while the pr was around 80. There was no known impact or consequence to patient.

Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.